Event description:
It was reported that the internal battery charge dropped from 75% to 15% in a short period of time, though it did not drop to 5%, and no unexpected shutdown occurred. There was no adverse impact to the customer¿s blood glucose level. New charging supplies were sent to the customer.